Event description:
A malfunction alarm was reported with the code malf 0, but the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Due to the absence of a charging pad, the pump was not reset by the customer within the last 24 hours, but they were provided with instructions and would follow up to reset the pump later. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.